Event description:
Second revision surgery - due to the acetabular side loosening. The surgeon replaced the lead and added a sleeve. Reference first revision pc-2012-00918, date of surgery (B)(6) 2012.